Event description:
The user facility reported 2 occurrences whereby poor gas transfer was experienced, during a bypass procedure. The first occurrence was in 2006 and the 2nd occurrence was 4 days later. Both cases reportedly used the same lot# of oxygenator. The user determined that it was only necessary to change out the oxygenator during the 1st occurrence, resulting in blood loss of approximately 300-cc. Both procedures were completed successfully and it has been reported that the pts are recovering well.

Manufacturer narrative:
The decision to submit a single report for the reported multiple occurrences was based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 2/5/98. Follow-up communication from the hospital confirmed that they are evaluating the oxygen supply tank's valve, connections and the air-oxygen mixer as part of their nvestigation. The involved device from the 1st occurrence was discarded by the user facility, however, the device used during the 2nd occurrence was returned for evaluation. This unit was decontaminated and gas exchanged performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables that may have affected the observed gas performance. There is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available information has been maintained in the quality assurance files for appropriate tracking, trending and follow up.